Manufacturer narrative:
The problem was due to a component failure (compact charger). After the replacement of this component, the laser system restarted to work correctly.

Event description:
The laser system has the following problem: "laser displayed no energy error".